Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.

Event description:
Theatre nurse reported via our sales rep, that whilst screwing in 4,0mm screw into an 4,0 axos proximal humerus plate the tip of the torque broke off. It was further stated that the tip was disposed off and that the surgery was finished using an alternative device.